Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The complaint could be confirmed based on the photos. The customer returned one unit of (B)(4) ng garrett-ossoff-pilling laser laryn lot m4 for investigation. The returned sample was visually examined with and without magnification. Scratches were observed on the outer surface of the laryngoscope. Visual examination of the returned sample revealed there were red-brown stains in the channel of the laryngoscope. The stains on the device were observed under magnification; based on the images, the base metal did not appear to be corroded and there was no penetration to the surfacing observed. A cleaning tool brush was used to scrub the inner parts of the channels. The cleaning brush was used to remove the visible stains in the channel to better observe the base metal. The base metal was confirmed to show no signs of penetration and was undamaged, confirming the red-brown material to be surface staining on the sample. The stains are consistent with contamination of free iron in the sterilizer water or biomaterial contamination that was not completely cleaned; however, based on the information provided, the source of the stains could not be conclusively determined. IFU was reviewed as part of this investigation. IFU states "failure to properly clean and sterilize the instrument could lead to contaminated instruments being placed back into circulation." And "instrument must be stored in a dry, clean, chemical-free and dust-free environment. Instrument must remain wrapped in terminally sterilized packaging (as per iso 11607) or suitable alternative to maintain sterility." The reported complaint of "laryngoscope discolored" was confirmed based upon the samples received and the customer photos. The customer returned one unit of (B)(4) ng garrett-ossoff-pilling laser laryn lot m4 for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed there were red-brown stains in the channel of the laryngoscope. The stains on the device were observed under magnification; based on the images, the base metal did not appear to be corroded and there was no penetration to the surfacing observed. A cleaning tool brush was used to scrub the inner parts of the channels. The cleaning brush was used to remove the visible stains in the channel to better observe the base metal. The base metal was confirmed to show no signs of penetration and was undamaged, confirming the red-brown material to be surface staining on the sample. A device history record review was performed with no evidence to suggest a manufacturing related root cause. The stains are consistent with contamination of free iron in the sterilizer water or biomaterial contamination that was not completely cleaned; however, based on the information provided, the source of the stains could not be conclusively determined. Corrective action is not required at this time as the root cause could not be conclusively determined or linked to manufacturing based on the information and sample provided. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "discoloration in main laryngoscope lumen." No patient injury or consequence reported, no medical intervention required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "discoloration in main laryngoscope lumen." No patient injury or consequence reported, no medical intervention required.